Event description:
Additional review of the event clarified the patient was implanted in 2009; however, the extensions were not replaced (B)(6) 2010.

Event description:
It was reported that there was a small intraventricular hemorrhage and subsequent lead malfunction. The extensions were replaced. This occurred in (B)(6) of 2009.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type extension, product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v291389, implanted: 2009 (B)(6), product type lead, product ID 3387s-40, lot# v291389, implanted: 2009 (B)(6), product type lead. (B)(4).